Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist found that patient information services were working well without any delays. However, a connection to server pyxapm00001 revealed a major issue, with over 3,000 messages stuck in the queue. The tsc confirmed that both cce services were running. Several services were restarted, leading to a big improvement, with the message count dropping to zero. It was confirmed that messages were being processed, with active communication between devices. The connection status was stable, showing no disconnection. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that multiple patients and orders are not crossing, patient profiles are not showing up on the station level. There were no adverse events or injuries reported based on this event.